Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿flexvision screen goes blank intermittently.¿ upon investigation it was confirmed that issue was with dp short cable which was faulty and causing signal loss the philips engineer replaced dp short cable and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that flexvision screen went blank. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.